Manufacturer narrative:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), blood was found in the pim of the cardiosave intra-aortic balloon pump (iabp). A blood back was noticed in the units logs. The fse that encountered the issue replaced the pneumatic module assembly (0997-00-1178). The fse performed a complete pm with calibration, functional testing, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm), performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) noticed a blood back event in the logs and in the pim tubing. There was no patient involved.